Event description:
The reporter contacted animas on (B)(6) 2013 and stated the audio bolus button was unresponsive. The reporter noted the audio bolus button was torn and observed moisture behind the display screen. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged audio bolus button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A hole was observed in the bolus button cover. During testing, the bolus button responded properly. The bolus button cover was removed and no contamination or evidence of moisture was found. A leak test was performed and a bolus button leak was detected.